Manufacturer narrative:
A specific root cause was not identified. The issue was solved locally by the service actions performed on the analyzer. As the involved reagent has expired no further investigation was performed on the reagent.

Event description:
The field service representative (fsr) stated the customer was receiving questionably high hemoglobin a1c gen.2 (hba1c) results on their cobas integra 800. There were two discrepant results that were reported outside the laboratory. The repeat testing was done on the same analyzer. The first patient had an initial result of 10.0%. The repeat result was 7.7%. The second patient had an initial result of 10.0%. The repeat result was 6.9%. There were no allegations of any adverse affects to the patients based on this event. The lot number of the hba1c reagent was 64073701. The fsr was unable to determine the cause of the event. He ran diagnostics on the fluidics and mechanical systems. He performed pipetting accuracy tests that were within specifications.